Event description:
It was reported that the patient experienced an infection and potential meningitis as well. It was indicated that the pump would have reached eos in early (B)(6) 2012. The plan was to treat the patient for potential baclofen withdrawal. The pump was explanted. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was later reported that it was uncertain what drug was in the pump. Following pump removal, patient was "doing well". A culture was taken from the pump site; however the results were unknown to the reporter. The patient's infection resolved. The pump was not planned to be returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), pump model: 863740, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was septic and abscessed during the infection. The pump and catheter were both "part of the problem." After pump explant the patient was being treated for baclofen withdrawal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information has already been reported in manufacturer report # 3007566237-2013-03018 but pertains to this event. All follow-up information received regarding this information will be reported in this event: it was reported that the patient had four pumps "going in and out" within two to three months. It was later clarified that the pump was not replaced there was a revision. The patient had formed a hematoma with one of the pumps. Reportedly, it was explanted and reimplanted. The patient had surgery on (B)(6) and was hospitalized from (B)(6) to make sure there were no problems. The reporter mentioned "something" regarding the patient's body rejecting the pump. Reportedly, everything was "running good now. " new information received: it was later reported that the patient underwent a pump replacement due to normal battery depletion on (B)(6) 2011. Following the replacement the patient developed a chronic seroma formation. The patient was taken to the operating room (or) once for evacuation of the hematoma and then once for placement of drains. The patient did not comply with the doctors instructions. Cultures were taken and showed enterococcus faecalis. The doctor arranged for an evaluation with infectious disease; however, the patient again did not comply. The patient was seen again and the drain was removed. The patient was then seen on (B)(6) 2012 for a pump refill at which time the patient appeared well-healed. There was no evidence of cellulitis or swelling and the patient was afebrile and in his usual state of health. Over the following weekend the patient developed headache symptoms. The patient was told to seek medical assistance and his wife empirically started him on antibiotic therapy. The patient was eventually seen by the doctor and a diagnosis of "impending if not frank meningitis and impending sepsis" was made. Accordingly his intrathecal catheter was removed and the pump was explanted on (B)(6) 2012. A spinal tap was performed and showed elevated protein, a white blood count of approximately 16.0, and no organisms seen. The patient was admitted to the intensive care unit (ICU). The patient was started on oral baclofen at 40mg per day and was started on vancomycin and another unknown antibiotic. It was also noted that the patient received 2 grams of prophylactic cefazolin prior to the surgery. The patient was transferred to another physician for follow-up care. The patient wished to continue with the intrathecal infusion therapy and requested timely replacement of the pump. The device system had delivered baclofen, dilaudid and fentanyl. It was later reported that a new pump had been implanted. Manufacturer device implant query indicated that the new pump was implanted on (B)(6) 2012.